Event description:
A healthcare worker complained of a tingling sensation and skin discoloration on the hand upon removal of a load from a completed cycle. The worker went to employee health and did not receive any medical treatment. The symptoms resolved within twenty-four hours.